Event description:
Information received by medtronic indicated that the customer reported being unable to upload the pump data with the carelink uploader. Troubleshooting was performed and it was found that the customer used the latest uploader version 3.11, which worked most often; however, the customer deleted and reinstalled the blue adapter. A server error alert appeared while uploading the pump data. No harm requiring medical intervention was reported. The customer continued using the application and it will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Carelink support team investigated and confirmed through database logs that there were communication errors present. Indicating either rf interference or that the driver was not responding expectedly. To assist with the resolution of the issue, we provided the helpline team with the following workaround to ensure that it is addressed effectively: confirm the hospital's use of a proxy server. Confirm the presence of security software like cisco secure. Mentioned plans to pull logs and investigate the failed uploads. Kindly provide details on when these uploads failed. After investigation and analysis, determined it to be a driver failure, not a network issue. Recommended the clinic to fully remove the drivers for uploader and proceed with uninstalling and reinstalling uploader. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the 10542712doc_z, version pch00113968. (Most likely) root cause: most likely a driver related issue, driver was likely updated by windows. Analysis summary: we are proceeding to close this ticket as we have not received any response. If the reported issue is still ongoing, we kindly request you to open a new svn and create a new jira ticket, providing the updated information as requested. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.